Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. E1-initial reporter name is unknown.

Event description:
The user facility reported that during prepping, the impella aic (console) had a system self-check failed alarm. The aic was exchanged. No patient involvement.

Manufacturer narrative:
The investigation of automated impella controller (aic) - system self-check error has been completed. Data analysis: after the reboot, the console displayed a "system self check failed" screen due to the persistent cpld communication issue. This confirms the reported failure mode. Device analysis: this console was tested. When powered on, the console fails in its initial attempt to boot. It automatically reboots once in an attempt to boot successfully, but again fails to do so, finally displaying the "system self check failed" screen. The console was then forcefully shut down. The piezo buzzer on the epm board sounded for the duration that the console was powered on. Root cause: as evidenced by the power motor driver (pmd) communication errors found in the device logs, and the inability of the software debugger to establish a connection to the pmd, the root cause of the ¿system self check failure¿ was determined to be an impellatronic malfunction.